Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a speedband superview super 7 multiple band ligator was used during a procedure performed two days prior. According to the complainant, after a few bands were fired, they attempted to fire the next band and two bands released at the same time. The ligator was removed from the pt, and they attempted to fire the other bands, but one band remained at the distal end. The procedure was completed with a different device (manufacturer unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".